Event description:
It was reported that the surgeon noticed that the tulip head of a xia 3 screw had popped off at the s1 level of a 2-level construct. The other side is intact. He chose not to re-operate at the current time and monitor the fusion success. The surgeon found that the pt had no symptoms that would cause the separation and the pt has no pain. He will see the pt back in 6 weeks to re-evaluate.

Manufacturer narrative:
Na